Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06 oct 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: review of the black box data revealed multiple records of power on reset occurring after ¿slave communication¿ error alarms. On examination, there was no damage to the battery compartment or the battery cap. The battery cap was found to measure within required specifications. On investigation, the pump powered on normally. Ez-prime sequence was successfully performed. The pump was exercised for 24 hours without any interruption in power and no malfunction occurring. Investigation did not duplicate the alleged power issue. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.